Event description:
Monitor had been working but a blank screen appeared and could not be restarted.====================== manufacturer response for monitor of vital signs, dash monitor 4000 series======================this is the 5th failure of this monitor type. The company sent out new inverters to replace the current inverters. They then sent out an engineer to help replace all inverters. However, this failure occurred with a new inverter.